Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 14jan2019. International UDI #(B)(4). The manufacturer's international service technician could not duplicate the reported issue. The technician reported that when he called back the customer he was told that the machine returned to normal by itself.

Event description:
The customer reported that the alarm lamp malfunctioned. No patient or user harm was reported. Event date not specified; estimate used.